Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during the cartridge loading process, and customer was unable to successfully load cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, delivered a 9-unit bolus as instructed, and then attempted to reload but remained unable to use original cartridge, so technical support assisted with loading a new cartridge, arranged replacement of both pump and original cartridge under warranty and advised customer to use multiple daily injections as backup therapy and to program settings and reconnect continuous glucose monitor on replacement pump.